Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified ostial left anterior descending artery. A 3.0x10mm wolverine cutting balloon was selected for use. During the procedure, the balloon was first inflated to 12 atmospheres but on the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. No issues were noted with the hypotube shaft. No kinks or damages were noted with the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages were noted with the polymer extrusion profile shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Upon inflation of the device to 12 atm, a pinhole leak was noted in the balloon material towards the mid-section of the balloon.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and severely calcified ostial left anterior descending artery. A 3.0x10mm wolverine cutting balloon was selected for use. During the procedure, the balloon was first inflated to 12 atmospheres but on the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable after the procedure.